Event description:
It was reported that entrapment occurred. During a procedure, an opticross 6 hd imaging catheter got stuck on a non-boston scientific (bsc) wire and both devices had to be removed together. Another opticross 6 hd imaging catheter was introduced but it also got stuck on a non-bsc wire and both devices had to be removed together. There were no patient complications and the patient condition was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and imaging window. Microscopic inspection revealed the guidewire exit port to be torn. Functional testing was performed and the telescope assembly was able to pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that entrapment occurred. During a procedure, an opticross 6 hd imaging catheter got stuck on a non-boston scientific (bsc) wire and both devices had to be removed together. Another opticross 6 hd imaging catheter was introduced but it also got stuck on a non-bsc wire and both devices had to be removed together. There were no patient complications and the patient condition was stable.